Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c plunger rod was broken/damaged. The following information was provided by the initial reporter: "I am writing to report that we have received a few faulty 5 ml syringes. I would like to inform you that these syringes can affect the dosage of critical medicine during patient care in wards and surgery. I have attached a photo of the faulty syringe for your reference. I would like to request that you investigate this matter and take appropriate action to prevent such incidents from happening in the future. Faulty syringes can have serious consequences, especially when it comes to administering critical medicine during patient care in wards and surgery. It is important to ensure that the syringes are functioning properly before use."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three samples and one photo of 5ml luer-lok eurographic syringes lot 3206659 were received and evaluated. All three samples were received in an opened package. The packages had all applicable product information on the top web slip, and all three barrels and plungers were found to have damage. The damaged plunger rod aligned with the damaged barrel when fully inserted consistent with being damaged simultaneously. The photo showed one loose syringe with the plunger rod mostly removed with damage to the barrel and plunger rod as described above. The condition observed is non-conforming per product specification. Potential root cause for the barrel and plunger rods damaged is defect is associated with the assembly process. A device history record review was completed for provided lot number 3206659 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.